Event description:
A (B)(6) y/o male in the operating room for transcatheter aortic valve replacement procedure. While the surgeon was attempting to deploy the valve, the balloon on the deployment system ruptured and could not be retracted by surgeon or vascular surgery. Vascular surgery proceeded with surgical removal. During this event, the pt experienced arterial dissection and his bleeding could not be controlled. Pt expired. Ref MFR 2015691-2017-00917 - 1, 2015691-2017-00915-1.